Event description:
The consumer's husband put the power chair in the van with a ramp. Once the chair was in the van, it allegedly veered to one side and came out of the van, cutting off the top joint of the left hand ring finger.

Manufacturer narrative:
While using a van lift and maneuvering chair into their van, the users husband entrapped his finger within the van/lift and chair resultling in injury. Chair has been in use for over four years prior to incident. No history to suggest a product problem. Chair remains in use. Manufacturer views this as a accident.